Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7070934.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was nonfunctional. It was noted that the patient was diagnosed with fibromyalgia after the implant. The physician believed that the patient was not very compliant. No device malfunction was suspected. All device components were explanted and were not returned.